Event description:
Pt admitted with diagnosis of prostate cancer. During robotic assisted laparoscopic radical prostatectomy, surgeon noted loss of pneumoperitoneum, due to a cracked cannula. Broken/cracked cannula removed in its entirely and replaced with a new one. No harm to the pt and the case was concluded successfully.